Event description:
It was reported that the 9900 sys has vertical lift column problems. It was also noted that there was damage to the power cord. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Based on this investigation, the power cord and 24v lift power supply were replaced. The system was tested and found to be working as intended and placed back into service.